Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat knee pain. Patient was seen by a representative of nalu to active the system on (B)(6) 2024. On (B)(6) 2024 the represtative was notified that the patient had begun to experience symptoms of suspected infection at the incision site. Patient presented at the local emergency department on (B)(6) 2024 to have the symptoms evaluated. The attending physician at the facility removed the nalu system on (B)(6) 2024 and administered medication for the suspected infection. The patient reports having an allergic response to the medication and requiring admission to the acute facility for 10 days. The nalu system was explanted on (B)(6) 2024 and acute hospitalization began on that same date. Nalu was made aware of the event on 15may2024.

Manufacturer narrative:
There are no allegations of any system or component failure and no indications that the infection was caused by the device itself. Infection of incision sites is a known inherent risk of invasive procedures.